Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). Reported event was unable to be confirmed due to limited information received from customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a left hip surgery .the patient then underwent a closed reduction procedure due to dislocation and subluxation.

Manufacturer narrative:
(B)(4). This event will now be reported under UK medwatch number - (B)(4) as biomet UK is the legal manufacturer of the device.